Manufacturer narrative:
This report is part of a retrospective review and remediation efforts in response to a warning letter. Updated h9: z-0956-2020. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that the insulin pump had blank display and insulin pump had broken. The customer¿s blood glucose level was 106 mg/dl at the time of the incident. The customer was assisted with troubleshooting. Customer states that they changed the battery and kept getting a blank display, so customer kept trying new batteries and one of the times they twisted the cap back on and the battery compartment chipped, then a large piece fell off of the insulin pump and then the insulin pump was not recognizing any battery inserted into the insulin pump. Crack/chipped on battery compartment during inserting and removing batteries. The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. The insulin pump will be returned for analysis.

Manufacturer narrative:
Device passed displacement and active current measurement tests; it failed sleep current measurement and self tests. The self test returned a hardware low level failures . No unexpected blank displays or unexpected ¿low battery¿, ¿replace battery now¿, or "power loss" errors were noted during testing. On the other hand, adjusted the audio options audio volume 1-5, and each setting sounded the same. Hardware low level failures is confirmed in the formatted history file due to a loose connection or a cold solder joint at u1 keypad assembly. Device received with a missing retainer ring. Unable to perform the displacement test since p-cap or reservoir will not lock properly due to missing retainer. Device also received with a crack on the battery tube which extends to the top where a huge chunk of the battery threads broke off.

Manufacturer narrative:
Device passed active current measurement test; it failed sleep current measurement and self tests. The self test returned a pump error 63. No unexpected blank displays or unexpected ¿low battery¿, ¿replace battery now¿, or "power loss" errors were noted during testing. On the other hand, adjusted the audio options audio volume, and each setting sounded the same. Pump error 63 is confirmed in the formatted history file due to a loose connection or a cold solder joint at keypad assembly. Device received with a missing retainer ring. Unable to perform the displacement test since p-cap / reservoir will not lock properly due to missing retainer. Device also received with a crack on the battery tube which extends to the top where a huge chunk of the battery threads broke off.